Event description:
The report which came to hdc 4/ /98 states as follows: midline catheter became clotted and dysfunctional. When catheter was removed, it appeared that a 3-4 inch segment of the catheter remained in the pt. The pt underwent surgery to remove the fragment, however, no portion of the catheter was found although segment was visualized on x-ray. Follow-up films failed to show the catheter in the arm or lungs. It is likely that a portion of the catheter has been retained as the measurement at the time of removal was less than the length measured at the time of placement.